Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received recurring insulin flow block alarm even after changing infusion set and reservoir. The customer¿s blood glucose level was 350 mg/dl. The customer reported that he changed infusion set from two boxes and reservoir in two insulin pumps. The insulin pump and reservoir will not return for analysis.